Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden on or about (B)(6)2009 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (for the same pt involving two separate products.